Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A photo was provided and revealed one strut that appeared bent outward at the inflow side and exposed through the sheath. During manufacturing of the sapien 3 ultra valve, the delivery system and components are inspected several times throughout the manufacturing process. These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed an additional complaint for frame damaged during use and is pending engineering evaluation. The commander delivery system with s3u, thv IFU, device preparation training manual, and procedural training manual were reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure the delivery system is locked in the default position, note maintain edwards logo up throughout the procedure to prevent kinking of the delivery system and insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification, following proper valve crimping technique and ensure the valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as a single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "the valve was stuck into esheath when passing iliac and right before aorta" and "as per the medical opinion, the valve was stuck due to calcification when introducing the esheath". The presence of calcification can create a challenging pathway during delivery system advancement, and it can lead to resistance and high push force. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, difficulty was likely encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve strut to catch and tear through the sheath and resulted in the bent strut. In this case, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment and corrective/preventive action has been identified for potential areas for s3u design/process improvement to mitigate against the failure. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for updated information. Section h10 (narrative/data) of this report has been updated. The bleeding was controlled by placing sutures and using a vascular closure device. Per the report, the injury was a rupture at the access site that occurred during the removal of the system from the patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during an implant of a 26mm sapien 3 ultra valve, by transfemoral approach, the valve was stuck in the esheath during insertion of the valve into the patient. A decision was made to remove the esheath and delivery system/valve as a unit. A new delivery system and valve were used. The valve was successfully implanted. Upon removal of the esheath bleeding was noted and percutaneous intervention was required. The patient is stable and was discharged. As per photos, the frame of the valve was damaged, and the sheath was torn. The patient's vessel was moderately to severely calcified. Per report, the valve was stuck due to calcification when introducing the esheath.